Event description:
It was reported that this was a vessel closure of an unknown, calcified vessel using a prostyle relative to an interventional procedure. Reportedly, there was no flashback of blood in the marker lumen after advancement into the vessel after two attempts. Outside the anatomy, the arm [footplate area] of the device did not look right. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Analysis was performed on the returned device. The reported marker lumen obstruction of flow could not be confirmed as the returned device was successfully flushed. The reported irregular appearance was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported marker lumen obstruction appears to be related to under insertion of the device, the marker port not being in the arterial lumen, improper insertion angle. The loose suture appears to be related to difficult insertion, patient femoral vessel/anatomy variables, aggressive manipulation during insertion. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.na